Event description:
The ge oec 9800 fluoroscopy system made a pooping noise during a procedure. The system also displayed a low ma and kv error.

Manufacturer narrative:
A ge oec service rep investigated the issue and found an open resistor on the snubber pcb. The snubber pcb was replaced as was the high voltage tank. The system was re-calibrated. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provided any pt info with respect to this issue.